Event description:
Technical services received a call on 06/01/2012 from sales rep. The lead was implanted on (B)(6) 1999, remains implanted. Seen in clinic today with dr. (B)(6) in (B)(6). Noted to have intermittent atrial impedances of less than 200 ohms. Dailies showed low 200 -300 ohm range. The lead has appropriate sensing. No evidence of over sensing. Less than 1 v pacing threshold. Dr. (B)(6) is aware of this and in the absence of sensing problems and good pacing thresholds he is going to continue to monitor. No reported patient symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).